Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular pacing lead was observed to have high thresholds and loss of pacing capture within 24 hours of implant. The lead was found to be dislodged. A revision was performed later the same day and the right ventricular lead was repositioned. Six years later, information was reported that during a routine device change out this pacing lead was found to be capped and the patient's defibrillation lead was connected to the device. Both leads were tested and it was found that the rate/sense of the defibrillation lead had better thresholds. The defibrillation lead was connected to the device and this right ventricular pacing lead was recapped.